Event description:
It was reported that insulin gauge displayed amount very different from what customer expected on a previous day, with pump showing much lower units than anticipated. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge and agreed to receive email with cartridge loading resources, and technical support advised customer to call back for troubleshooting if problem recurred.